Event description:
Belimed infection control, equipment washer taken out of service due to a considerable water leak. Waiting for a belimed service representative for repair. FDA safety report ID# (B)(4).